Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Returned for review is a modular flexdrill bit. There are no prior complaints against this manufacturing lot. As returned, this instrument is fractured into two pieces. The device met print specifications where measured. Hardness was within specification. These types of failures could be due to: excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque of operation. This is not an exhaustive list. No definitive cause analysis can be performed with certainty. The receiving/inspection report was reviewed, and this device was found acceptable per zimmer quality control. No further investigation is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during normal use the item snapped.